Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4) the following information was provided by the initial reporter: "the user noticed an increased amount of samples showing a positive n1 target with the bd sars cov kit since the end of (B)(6) 2021. The repetition of the samples always showed negative results when using a reference system. On the (B)(6) 2021 the customer repeated the same sample on another bd max system and the same sample on the second system was also negativ, when before positive for n1 target - false positive results on one bd max system, repetition of samples necessary to assure correct diagnosis"

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1026988 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported an increase of samples with positive n1 target since the end of (B)(6) 2021. When retested using a reference system or on another bd max instrument, they gave a negative result. Customer provided runs file performed between (B)(6), with 3 different kit lots on bd max¿ instrument ct1469 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted on the 8 samples identified by the customer but also on 3 other samples showing positive results for the n1 target only. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Examination of the pcr curves revealed two different patterns. The first curve pattern concerned 9 out of the 11 samples (run 1126 position a3, run 1186 position a5, run 1198 position a3, run 1198 position a8, run 1209 position a12, run 1221 position b9, run 1224 position a11, run 1226 position a11 and run 1226 position b7). The curves show true but late amplification of the n1 target (CT between 28.6 and 39.6) and no negative results for the n2 target. Package insert states that amplification of one target is considered as a positive result. Such results can occur when viral titers in a sample are at the assay limit of detection (lod). The second curve pattern concerned 2 out of the 11 samples (run 1177 in a7 and 1224 in a7). Although a slight step dislocation is observed for the n1 curves the curves¿ behavior suggest true but late amplification of the n1 target (CT about 30 for both) and negative results for the n2 target. The amplification curve for the rnasep target shows no anomaly. Bd was unable to confirm the exact cause of the customer¿s positive results but no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1026988. The root cause was not identified but positives samples at the limit of detection of the assay is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "the user noticed an increased amount of samples showing a positive n1 target with the bd sars cov kit since the end of (B)(6) 2021. The repetition of the samples always showed negative results when using a reference system. On the (B)(6) 2021 the customer repeated the same sample on another bd max system and the same sample on the second system was also negative, when before positive for n1 target - false positive results on one bd max system, repetition of samples necessary to assure correct diagnosis".